Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the air leak was confirmed as reported. The attached pressure cuffs to the tower were noticed to be out of tolerance. The disposable alarm that was reported by the customer could not be confirmed. The smc connector was the cause of the air leakage and the pressure cuffs were re-calibrated to tolerance. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was having a low pressure issue, a disposable alarm and the 300 ml post was leaking air. There was no reported adverse events.